Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 17:45:12. During night drain cycle four, the patient's ultrafiltration reading was 2618ml, indicating the home patient (hp) drained 2368ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The service history review revealed no previous service events that would cause or contribute to the iipv event. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an iipv situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.